Manufacturer narrative:
Device was used for treatment, not diagnosis. Lee, a., wagner, b., mcphillips, k., horwitz, d. And widmaier, j. Locking compression pilon plate for fixation of comminuted posterior wall acetabular fractures: a novel technique. J orthop trauma, volume 31: e32-e36. This report is for unknown - 3.5mm locking compression pilon plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article lee, a., wagner, b., mcphillips, k., horwitz, d. And widmaier, j. (2017) locking compression pilon plate for fixation of comminuted posterior wall acetabular fractures: a novel technique. J orthop trauma, volume 31: e32-e36. The purpose of this article was to describe an additional option for fixation of comminuted posterior wall acetabular fractures using a single plate with increased plate contact area and screw density with peripheral locking screw options. This retrospective study occurred between august 2008 and december 2013. The study include twenty (20) patients, where there were fourteen (14) males and six (6) females with the average age being 47 years (range 18-80 years). The average follow-up time was 25 months (range: 12-65 months). A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown - 3.5mm locking compression pilon plate and refers to one (1) unknown patient had loss of fixation which resulted in revision to total hip arthroplasty.